Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. Customer¿s blood glucose level was 120 to 150 mg/dl. Troubleshoot was performed and customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and received second occurrence of replace battery now without a low battery warning. The pump will be received for analysis.

Manufacturer narrative:
Device was monitored for one day. No blank display noted during testing. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement. (B)(4).